Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v016552, implanted: (B)(6) 2007, product type lead. Product ID 377760, lot# v015438, implanted: (B)(6) 2007, product type lead. Product ID 97715 ,serial# (B)(4), product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that they were unable to connect with the battery before the replacement. The patient stated it had been overdischarged three times and was dead. During the surgery the leads were connected to the new implant and a connectivity check was done that showed electrode 13 was out. They switched ports and it showed electrode 5 was out. A full impedance check was done that showed electrodes 1-4, 6 and 10 were avoid, the highest was 6 at 36150 ohms and the lowest was 4 at 16850. The representative was able to find really good pain coverage in post op.